Manufacturer narrative:
H10 the customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse instructed the customer to disconnect the patient circuit then put it on standby. The fse found no issues with the device. H11 upon further investigation, it was found that the issue was reported in error. The issue was a user error found during testing. Therefore, this complaint does not meet the reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020. Reported: 08jan2021

Event description:
The customer reported the system is intermitted and will not go into standby. There was no patient involvement.